Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a problem in which the full-height drawer could not be opened without manual assistance. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer would not open without manually pulling it open due to damaged rails. A field service engineer replaced both rails, reseated all cables and wires, rebooted the device, and verified it in the hardware test application. Escort access to pyxis was allowed, and functionality was tested successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.